Event description:
During routine testing, the user found that on power up the unit would display defib com error and pacer com error. There was no pt involved. The problem (which was intermittent) was traced to the defibrillator board assembly, but the specific problem could not be identified. The assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.